Manufacturer narrative:
(B)(4). Concomitant medical products: item# rd118856, m2a 38mmx56mm cup, lot# 637570; item# 11-173665, m2a 38mm mod hd+9mm nk no skrt, lot# 179150; item# 113846, titanium screw low prof 5x30mm, lot# 281211. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08134; 0001825034 - 2018 - 08132.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 15 years ago. Patient underwent revision 14 years post implantation for unknown reason. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.